Event description:
It was reported that the insulin pump had unresponsive buttons. The battery was removed in order to restart the device. The customer's blood glucose was 80 mg/dl. The customer had a backup plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.